Manufacturer narrative:
An event regarding damage involving an exeter spigot protector was reported. The event was confirmed. The device was not returned for evaluation. Photos were supplied and it was confirmed that the lug of the spigot is bent. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar events for the reported lot. The investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi. During the injection moulding process, deformation of the spigot protector was due to the stop of the machine following an alarm and a restart of the production just after.

Event description:
The sales manager has reported on behalf of the customer that allegedly when the implant was opened and discovered that the plastic spigot protector was bent which is needed to attach to the stem introducer. Another stem was immediately available from the customers shelf stock and there was no delay or adverse consequences as a result of this reported event.

Event description:
The sales manager has reported on behalf of the customer that allegedly when the implant was opened and discovered that the plastic spigot protector was bent which is needed to attach to the stem introducer. Another stem was immediately available from the customers shelf stock and there was no delay or adverse consequences as a result of this reported event.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.